Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie listed did not exist and the system did not recognize it. A field service engineer (fse) had technical support specialist work along with customer through removing and re-adding the inventory from the drawer and confirmed with the customer that the issue was resolved and the system was functioning properly. The system functioned as intended after the field service engineer and technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, phantom pocket issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.